Event description:
Doctor was using a drill with bit on a (B)(6) male patient's mandible when the doctor disengaged the drill and the drill bit stopped turning. The doctor attempted to remove the drill bit manually when the drill bit broke. The surgery was completed with the broken portion of the drill bit still inside the patient's mandible.

Manufacturer narrative:
Drill bit was disposed off by the user facility, no evaluation of the product can be performed.